Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). The 6.0x150mm absolute pro self-expanding stent system (sess) was attempted to be deployed; however, the sess was only partially deployed. The sess was removed and the procedure was successfully completed with an unspecified absolute pro stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on (B)(6) 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). The 6.0x150mm absolute pro self-expanding stent system (sess) was attempted to be deployed; however, the sess was only partially deployed. The sess was removed and the procedure was successfully completed with an unspecified absolute pro stent. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The outer member was separated, including the stainless-steel braided material at the shuttle distal end and the separated portions remains over the hypotube. The strain relief was fully separated from the base of its port and the separated faces were jagged. The reported deployment difficulties were unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a definitive cause for the reported deployment difficulties. It is possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation) preventing movement of the shaft lumens causing the thumbwheel to lock up preventing deployment. Continued force applied in the attempt to rotate the thumbwheel likely placed excessive tension on the ribbon causing the outer member to separate at the shuttle resulting in slack in the ribbon causing it to slide off the thumbwheel and spool around the center handle pin preventing further deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.